Event description:
Same case as MDR ID: 2134265-2015-00270,2134265-2015-00269, 2134265-2015-00271, 2134265-2015-00272. (B)(6) clinical study. It was reported that acute coronary syndrome (acs) and in-stent restenosis (isr) occurred. On (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction (mi) and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure was performed. The target lesion was located in the distal left circumflex (lcx) with 99% restenosis of unspecified bare metal stent (bms) and was 18 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with direct stent placement using a 2.25 x 20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in the mid left anterior descending (lad) with 99% restenosis of unspecified bms and was 14 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with direct stent placement using a 2.25 x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with an acute mi. The following day a 2.25x16mm promus element plus stent was implanted in the ramus. In (B)(6) 2014, the patient presented due to chest pain and a 2.5 x 32.0 mm ion paclitaxel-eluting platinum chromium coronary stent system was implanted in mid lad. In addition, isr of the promus element drug eluting stent implanted in (B)(6) 2013 located in ramus was treated with placement of a 2.5 x 16.0 mm ion paclitaxel-eluting platinum chromium coronary stent system. In (B)(6) 2014, the patient presented due to acs and was hospitalized on the same day. Coronary angiography was performed and revealed 95% isr of the previously placed 2.25 x 20 mm promus element¿ plus stent in the distal lcx. The physician treated the lesion with placement of a 2.5 x 18 mm non-bsc stent. Following post dilatation, residual stenosis was 0%. In addition, the 99% isr of the previously placed 2.25 x 16 mm promus element¿ plus stent and 2.5 x 32.0 ion paclitaxel-eluting platinum chromium coronary stent system in mid lad was treated with placement of a 2.75 x 30 mm non-bsc stent. Following post dilatation, residual stenosis was 0%. Also, the 99% isr of the previously placed 2.25 x 16 mm promus element¿ plus stent and 2.50 x 16 mm ion paclitaxel-eluting platinum chromium coronary stent system in the ramus was treated with placement of an unspecified coronary stent. A plan was scheduled to intervene on the proximal lad. One day post procedure, the event was considered as resolved with sequelae and the patient was discharged on aspirin and clopidogrel. Twelve days later the stenosis in the proximal lad extending to the mid lad was treated with percutaneous coronary intervention, resulting in 0% residual stenosis. The following day the event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, the patient presented with symptoms of chest discomfort and cardiac catheterization was recommended. Subsequently, the patient was diagnosed with triple vessel disease in left anterior descending (lad) artery, left circumflex (lcx) artery and ramus intermedius (ri), and was referred for percutaneous coronary intervention (pci). Twelve days later, the 95% stenosis in proximal lad was treated with balloon angioplasty and placement of 2.5x30mm, 2.5x12mm and 2.25x18mm non-bsc stents extending to the mid lad.